Manufacturer narrative:
Age at time of event: older. Device evaluation by MFR: the returned device was visually examined. The device showed damaged of a kink and a leak located 95cm from the tip. Functional analysis was performed. Test results showed that this device did not perform as designed withdrawing 1ml of fluid in the 1minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the device lost aspiration. A 2.1mm jetstream xc catheter was selected for an atherectomy in the superficial femoral artery (sfa). The jetstream device was running for about five and half minutes inside the patient when aspiration stopped. The physician noticed the device lost aspiration so he removed the device and reflushed it. He attempted to used the device again, but it lost aspiration again. The device was removed from the patient. The physician opted to replace the device with a new jetstream. The procedure was successfully finished with no complications. The patient experienced no adverse effects and is fine.